Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 8.0x80,75cm gladiator¿ balloon catheter was advanced for dilatation. However, on the first inflation at 14 atmospheres, the balloon ruptured. No segment of the device was detached inside the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported. The patient's status was ok.